Event description:
It was reported that patient experienced intense pain at the toes since the spinal cord stimulator trial procedure. The patient was placed on medications and was doing well post operatively.